Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot al9321, and no non-conformances were identified. Additional h3 investigation summary: a failed suture needlewas submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You stated "was the broken needle found and removed from the patient during the same procedure? No." Was an additional procedure indicated to remove the needle piece? Was the piece removed during extended initial procedure?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. Additional information was requested and the following was obtained: you stated "was the broken needle found and removed from the patient during the same procedure? No." Was an additional procedure indicated to remove the needle piece? Was the piece removed during extended initial procedure? It¿s typo error, the correct answer is as following: was the broken needle found and removed from the patient during the same procedure? Yes.

Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: was the broken needle found and removed from the patient during the same procedure? No , surgery time prolonged to search for needle breakage and led to the use of CT instruments. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no unexpected outcomes or complications was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain due to needle breakage, surgery time prolonged to search for needle breakage and led to the use of CT instruments. Beyond that, there wasn¿t any change the patient's other treatment. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a lateral episiotomy surgery on (B)(6) 2019 and suture was used. The needle broke and the broken piece fell inside of patient. It was retrieved through CT. Surgery was delayed for 1 hour. The patient is stable. Additional information was requested.